Manufacturer narrative:
(B)(4).

Event description:
It was reported externalized conductors were observed on the lead. No electrical anomalies were detected. The patient is being monitored. No adverse consequences were detected.